Event description:
Unrecoverable air alarms occurred during two routine hemodialysis treatments that could not be resolved by the operator. Both treatments were discontinued without performing rinseback of the patients blood resulting in an estimated total blood loss of 140cc. Hgb decreased from 12.1 g/dl on (B)(6) 2011 to 9.6 g/dl on (B)(6) 2011. Epogen was increased from 10,000 units 1xweek to 10,000 units 2xweek. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the alarms to issues with the patient's catheter. The cycler alarmed appropriately. The patient's catheter is being evaluated. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. Nxstage medical considers this report closed. No additional information will be provided.